Event description:
The device emax2plus was submitted from affiliate in (B)(4) and following condition(s) were reported: it rotates even it locked. No further information is available. The event involved 1 device. The malfunction has been reported to have occurred during : no further information was provided, and involved: no information has been reported. Reported injuries: no report of injuries has been made at this time. Surgery delay: no report of surgery delay has been made at this time. Medical intervention: no report of medical intervention has been made at this time. Other information on the surgery/event : no other surgery related information has been made at this time. If any additional information should became available, the note section will be updated accordingly. Products reported under ip-01437651 needs to be returned to the respective analysis site for the service to be performed.

Manufacturer narrative:
F information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device run in the locked position, was loose, made excessive noise and was vibrating. The device also failed pretest for loctite assessment, loctite assessment, safety assessment and noise assessment. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear.